Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose was 400 mg/dl during the time of the hospital visit. The customer was hospitalized due to diabetic ketoacidosis. The customer had symptoms such as nausea. The customer stated that he had an injection which caused the blood readings to elevate.